Manufacturer narrative:
The patient's previous driveline communication fault is reported under MFR #: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault. The patient had already experienced this issue on (B)(6) 2022 and the issue had appeared to resolve after the controller was exchanged. The patient unsuccessfully attempted an controller exchange by themselves without contacting the site; the patient came to the site and the controller was successfully exchanged with help from a general practitioner. The modular cable was also exchanged. The alarms cleared following the exchanges. The patient was noted to be doing well clinically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing a driveline communication fault was confirmed via the submitted log file. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted. The submitted log file (labeled (B)(4)) contained data spanning approximately 18 hours (29may2022 ¿ 30may2022 per the timestamp). The log file captured a driveline communication fault due to a com a fault active on 30may2022 from 8:35:29 to 8:46:15. The alarm did not resolve on it own. The driveline was immediately disconnected in the next event and the controller was turned off. Pump speed was not affected by the alarm. Additionally, there were no photos or any other documents submitted that would indicate an issue with the controller. Provided information stated that the software versions of the controller is 1.5.0 for (B)(6). The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 25may2020. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related mod cable MFR #: 2916596-2022-12611.